Event description:
Patient reported that the motor, that extracts the device's piston rod, continued running after the piston rod had fully returned. The device did not generate a mechanical error at that time. Patient indicated that their blood glucose was elevated (482 mg/dl). They self-treated by bolusing.